Event description:
It was reported that the pump ran continuously and would not read the pressure. The knee became over extended; the case was stopped for 40 minutes until the fluid went down, a new pump and tubing were brought in to complete the case. The patient was admitted and will not be released until pending evaluation for vascular and nerve damage. An arthrex double port cannula high flow was used. Pump (ar-6475) settings 50/70 flow. This was an acl case.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is obtained from the investigation, a follow-up report will be submitted. The device was received and an evaluation was conducted. Device history record revealed nothing relevant to this event. Tubing as received revealed a partially collapsed bladder. Further investigation of the tubing set revealed kinked tubing just distal of the green boot connector. No other visual defects found. Function tested the returned tubing set as is with a dual wave pump with no problems. Tubing set worked as required. Complaint not confirmed. The most likely cause of the partially collapsed bladder is the end user unplugged and replugged the colder valve after the saline bags have been spiked. On the tubing package, there is a label instructing the user as follows: warning: do not reconnect tubing for any reason. Reconnecting tubing that was disconnected may cause pump pressure monitoring system errors which may cause extravasation that could result in serious patient injury. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.